Event description:
It was reported that the pump's battery was not charging. There was no information available regarding the customer's blood glucose level. There were no additional actions taken, and the pump's return was awaited for further examination.